Manufacturer narrative:
The catheter was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and spi screening test of the returned catheter. Visual analysis of the returned catheter revealed reddish-brown material inside and a hole in the pebax of the thermocool® smart touch¿ electrophysiology catheter. The spi screening test was performed, in accordance with bwi procedures. The returned sample was connected to carto 3 system, and the force values were observed within specifications. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of the pebax damage failure cannot be established. The events described force issue was unable to be duplicated during the product investigation; however, the blood that was found inside the pebax area could be related to the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc, (bwi) product analysis lab observed a reddish-brown material inside and a hole in the pebax. Initially, it was reported that during the procedure, there was a problem with the force of the catheter. A second catheter was used to complete the procedure. No adverse patient consequences were reported. The issue of force high was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and a reddish-brown material inside and a hole in the pebax. The foreign material found inside the pebax with external damage was assessed as MDR reportable. The awareness date for this reportable lab finding is 13-feb-2022.